Event description:
It has been reported to philips that the system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file showed that malfunctioning flexvision pc resulted in the system not being able to complete the startup sequence. The fse formatted the flexvision pc hdd and reinstalled the os/app. After formatting the flexvision pc hdd and re-installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.